Event description:
Account alleged exposed wires on accessory power cord. Cord appeared to be run over removing insulation from cord. No injury reported replaced accessory power cord to resolve this issue.